Event description:
The initial incisional hernia patch was broken in several places and had to be replaced in 2007. The replacement patch, developed an infection inside the patch and required removal, approx two months later. Dates of use: 2001 - 2007. Diagnosis or reason for use: incisional hernia.